Event description:
Aml stem fractured so it was necessary to replace it with a solution stem. This stem was split in half due to the medical joint load, thus breaking the minor trochanter.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices and patient x-rays by depuy international confirms the reported fracture. The stem has fractured in the porocoated region above the distal third causing the minor trochanter to break. No pre fractured x-rays have been provided so it was not possible to determine the biomechanics relating to the implant positioning. From inspection of the provided x-rays and implants it is not possible to determine the root cause of this failure. A review of device history records did not reveal any related manufacturing deviations or anomalies. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusions regarding the reported event. Based on the inability to determine root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.